Manufacturer narrative:
During the evaluation, bench engineer determined that som pca (system on module printed circuit assembly) was defective. Therefore, dfm assy som (453564489051) was replaced to resolve the issue and the device was returned to full functionality.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device turns off and back on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.